Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and in remotefe, the 23008 error was found on the usm yaw axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the components functioned as expect. The usm was then installed onto a patient side cart fixture test platform (pftp) where the sensors check failed on yaw. Once testing was completed, the yaw searchlight printed circuit assembly (pca) was tested and verified to be the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that the yaw searchlight pca was found to be the root cause of the reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted radical extraperitoneal prostatectomy (without lymphadenectomy) surgical procedure, the customer encountered repeated recoverable faults on universal surgical manipulator (usm) 4. System logs confirmed errors pointing to usm 4. The customer performed a hard reboot and emergency power off (epo) on the system with no change. The customer was unable to recover the fault, and all 4 usms were needed for the procedure. The customer advised that they were going to bring in their other patient side cart (psc) for the procedure. The procedure was aborted to another dv system with no reported injury.